Event description:
A report was received via social media that following an explant procedure the patient had a muscle spasms which caused patient to barely walk, sit, and lie down. No further information could be obtained.